Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be restart detection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).